Event description:
It was reported that the patient received a shock from the right ventricular (rv) lead. It was not confirmed to be appropriate or inappropriate therapy. It was reported to be system related and the patient had no symptoms. No action was taken after the shock. The lead remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical product: 4076 implantable pacing lead 2010-(B)(6); 4194 implantable pacing lead 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.